Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced asm board and customer ran 3 racks of samples with no issues. The most probable cause of the reported event was an asm board failure.

Event description:
On (B)(6) 2016, the customer reported error 711 line valve error /704 sample not found with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.